Manufacturer narrative:
On 05/16/2018, mentor became aware that the suspect medical device is a mentor memorygel breast implant 125cc gel breast prosthesis, catalog #3501251bc, lot #5754379. The PMA # is p030053 and the UDI is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 06/25/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device was received with clear gel. Foreign material wasn't observed within the device and on shell surface. Device appears intact. No anomalies were observed. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the issue is related with manufacturing. The product evaluation (pe) team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor gel breast prosthesis, catalog and lot numbers unknown. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a bilateral breast augmentation procedure with unspecified mentor gel breast prostheses when the left implant ruptured after implantation. Free silicone was found in the left breast. In addition, patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch form is for the right breast prosthesis.